Event description:
According to the reporter, during the laparoscopic rectal resection procedure, the firing could be performed without any problems. However, when retracting the knife, the area near the cartridge was being clamped with an allis forceps, and that part got caught when the knife was being retracted, and the knife stopped. It was reported that the manual adapter tool was used as a method to retract the knife. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt; egia60amt egia 60 artic med thick sulu, (lot number: p5h0901) unk-sigadapt, unknown signia egia adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.